Event description:
It was reported that the anesthesia system generated a technical error code indicating airway pressure sensor error. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system on site. The inspection revealed that the pressure transducer printed circuit board (pcb) was defective and that the reported issue was solved by replacing the faulty pcb. After the replacement, the device was delivered for clinical use. The device logs were received and evaluated. The technical log confirms the airway pressure sensor error related to pressure transducer issues. The test log shows that the pressure transducer failed due to the measured zero pressure offset for the inspiratory pressure transducer pcb being out of range. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, the zero pressure offset is measured and if the measured offset is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. Furthermore, ventilation control error and apl pressure exceeded were also generated. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the replaced pressure transducer pcb was the cause of the failure. However, the root cause of why the part failed has not been established as it was not returned for investigation but kept by the customer.

Event description:
Manufacturer's ref: #(B)(4).